Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received vibratory notifiers for both the nonsustained lead noise episodes and high impedances. The noise was not reproduce with isometrics or pocket manipulation. A loose set screw or a partial fracture on the lead was suspected. The physician opened the pocket and no issue was found with the lead. The set screw was not tightened. The set screw was tightened correctly and all measurements were normal.